Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events of high capture threshold and high pacing impedance were confirmed. As received, a complete lead was returned in two pieces. X-ray inspection found all filars of the inner coil and two filars of the ring electrode coil were fractured inside the connector region. The cause of the reported events was due to fractured inner coil and ring electrode coil consistent with bending fatigue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in-clinic following a vibratory alert. It was then noted that high capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.